Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video laparoscopical bariatric procedure, the staples were malformed. Unknown how procedure was completed. There was no patient consequence.